Event description:
The complainant reported that the instrument experienced problems with inaccurate or erroneous results, ion-selective electrode (ise) . There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request received on 25 may 2023. The internal identifier for this report is (B)(4). This cf has been entered as part of the complaint retrospective review. Based on investigation of the service record for this event, hardware was deemed as the confirmed failure mode for the erroneous ise results.